Event description:
Surgeon used the twist drill to prepare site. Implanted 2.3 bioraptor pk; which pulled out. This happened with 4 of the same anchors. Surgeon then decided to use a 2.9 bioraptor and was able to finish the repair.

Manufacturer narrative:
Device is not being returned for evaluation.